Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed quality notification was opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
When trying to connect to the system maintenance program, the 8015 gave a 255-32784-275. Sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I let biomed know to always have the 8015 plugged into ac power prior to connecting to the system maintenance program. If you try to connect on battery power, you will get this software error. Biomed plugged in unit to ac power and was able to connect to system maintenance.